Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was indicated that surgical intervention was performed to resolve the event, but no further details are currently available. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), and d6b (explant date). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to an infection. The physician subsequently explanted and replaced the system to resolve the event, and no additional adverse patient effects were reported. Recently, the explanted system was received for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), and d6b (explant date).

Event description:
It was reported that this patient experienced an extrusion of their subcutaneous implantable cardioverter defibrillator (s-ICD) system due to an infection. The physician subsequently explanted and replaced the system to resolve the event, and no additional adverse patient effects were reported. Recently, the explanted system was received for analysis and is pending the investigation conclusion.